Manufacturer narrative:
B3: the event was reported to have occurred on (B)(6) 2020. B5: it was reported during follow up that the spectrum pump did not shut down when the "battery alert and failure" alarm occurred. The caregivers were unable to clear the alarm resulting in the pump being replaced in order to continue with patient treatment. H10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2020. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump abruptly generated a "battery alert" followed by a "battery failure" alarm during the infusion of a high dose of epinephrine (dose and rate of delivery not reported). The pump had been plugged in since arrival from the operating room with no prior alarms. While retrieving and switching medication and tubing, the patient's blood pressure dropped significantly with mean arterial pressure in the 50's. Treatment for the drop in blood pressure was not reported. The patient outcome was not reported. No additional information is available.